Event description:
A customer reported to baxter healthcare regarding the vial mate reconstitution device in which the solution from the bag flows back down into the vial. One doksiciklin (100ml) drug vial and an unknown baxter bag (100 ml) was attached to the vial mate. It was not specified when it occurred. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was returned to the plant for evaluation. The reported condition of ''solution flowing back down into the vial'' was not confirmed. Visual and functional tests were performed, no issues was observed. Therefore, an assignable root cause could not be identified.